Event description:
It was reported that after treatment in the superficial femoral artery, the pta balloon detached from the catheter as it was being retracted into the sheath. A stent was implanted to secure the balloon against the wall of the popliteal artery. The patient was reported to be doing fine post-procedure.

Manufacturer narrative:
The device history records were reviewed, and it was confirmed that the lot met all release criteria. The device has not been returned to the manufacturer to date.